Event description:
Customer description of the event, "smell electrical burning, ran to room and saw smoke in room. Removed patient from bed, got fire extinguisher to spray down bed." No injuries reported.

Manufacturer narrative:
According to the hill-rom field investigation, the knee motor capacitor vented. The capacitor discolored the power limit cable, melted the wiring diagram on the motor cover, and melted the bottom of the nylex mattress. The capacitor that vented was an electrolytic type. It is possible for this type of capacitor to vent. When the capacitor is subjected to continuous running, it can overheat, build up pressure and eventually vent causing smoking and an obvious smell expelling into the room . In some cases, when not venting properly, the capacitor can force the end cap loose with a loud noise. If this type of event were to recur, it is unlikely to cause or contribute to a serious injury or death. Although not required by u/l, in october 1990, hill-rom started using dry film polypropylene capacitors instead of the previously listed electrolytic capacitors. Technology advancements in dry film polypropylene capacitors have allowed the elimination of electrolytic fluids requirements for intermittent motor run applications. Since 1991, hill-rom has recommended that all customers using the electrolytic type capacitor replace them with the polypropylene type.